Event description:
Event description boston scientific received information that this transvenous right ventricular (rv) lead displayed a gradual increase in rv impedance, and is now out of range. The thresholds also increased and the r waves had decreased. The patient is paced 5% of the time, and the physician plans to monitor the patient.